Event description:
It was reported the patient received the following results within 15 minutes: a result in the "300's mg/dl" range and a result around 100 mg/dl.

Manufacturer narrative:
Correction - the catalog and unique identifier numbers were updated in section d4.